Manufacturer narrative:
The coupler rings involved in the incident were returned for evaluation. The jaw assembly was not returned. The returned rings were misaligned in the vertical direction and the pins were sharp and not bent. The rails of the rings looked sharp and not distorted or under-filled during molding, nothing observed visually indicated there would be a problem during the coupling procedure. Because, the jaw assembly was not returned, no functional testing could be performed on the returned rings. A sterile retained sample from this lot (coupler rings and jaw assembly) was visually examined and tested for ring retention force. There was nothing nonconforming in the retained sample. According to the device history record, the devices met specification prior to market release. One hundred percent functional alignment testing is performed on each device and one hundred percent visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.

Event description:
During a free flap procedure, it was reported that a 2.0mm coupler's pins misaligned. It was noted that the coupler pins were not initially bent prior to approximation and that the coupler was placed approximately 1/10th mm from the vessel edge. The venous walls were thin. No unusual resistance was noted during closure of the rings and the physician stated that there was no slippage of the rings within the jaw assembly. As the physician closed the rings, the pins "missed and slipped outside the rings". The coupler was removed and the anastomosis was completed via hand-sewing. The patient remains an inpatient at the time of information receipt (2 days post procedure).